Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.